Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no damage along the length of the crimped stent. The stent was securely crimped onto the balloon and no issues were identified with its profile. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft/hypotube profile and length of the device. No kinks or damage were noticed along the shaft polymer extrusion of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38x2.5mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. "Hence it was considered as damage". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38x2.5mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. "Hence it was considered as damage". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).